Manufacturer narrative:
The reported complaint of 'user advisory ua41 (patient temperature sensor failure) error message on the autopulse platform (serial # (B)(4)) was confirmed during archive data review; however, the ua 41 error message was unable to be reproduced during functional evaluation. No device malfunction was found during the functional evaluation of the returned device. As a precautionary measure the temperature sensor was replaced and the device met all specifications. Unrelated to the customer reported complaint, upon visual inspection, the autopulse platform revealed a cracked front enclosure and a missing grip strip, both of these parts were replaced. The autopulse system is a reusable device and it was manufactured on 10/31/2013 which is more than 5 years old, it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During functional test, unable to duplicated the customer reported complaint of "unit displays a ua41". The platform operated as intended without the ua 41 error message or any other faults. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. A review of the autopulse's archive data was performed and it showed multiple ua41 error messages on the reported event date of (B)(6)2019, thus confirming the reported complaint. In addition, the archive also showed multiple of user advisories ua18 (max take-up revolution exceeded) to have occurred on the reported event date, but they are unrelated to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) on display control panel. No patient involvement.